Event description:
Reporter alleged obtaining discrepant back to back blood glucose result of hi (greater than 600 mg/dl), 61 mg/dl and 179 mg/dl when all tests were performed within 10 minutes on advantage system. Reporter stated he too 14 units of insulin and then ate a couple of ice cream cones after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.